Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that yellow residue was around the spike. The yellow residue on the spike was dried up silicone mixture which is applied on the spike during the production process. The reported condition was verified. The cause of the reported condition was excess mixture applied on the spike by the operator during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Six retention samples were also evaluated with no similar issue noted. The retention samples met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred during (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were yellow spots noted around the spike of a chemo-aide dispensing pin with clearlink. This was noted before use. There was no patient involvement. No additional information is available.